Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and monarc subfascial hammock were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and an enterocele. It was reported that post implantation the patient experienced pain, extrusion, recurrence, vaginal scarring, urinary problems, and bowel problems. The patient underwent excision of extruded mesh on (B)(6) 2007. (B)(4).